Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual-heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned circuit confirmed a crack in the dome of the mr290v vented auto-feed humidification chamber, which is part of the breathing circuit kit. A leak test confirmed a significant leak from the chamber. No damage was observed on the breathing circuit. Conclusion: we are unable to determine the cause of the damage to the humidification chamber. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions that accompany the mr290v vented auto-feed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in korea that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.